Event description:
Upon receipt of the event reported in report number 2027754-2023-00028, it was stated that a 2.7mm non-locking screw (part number 358-2716) had previously broken during insertion in another surgery. Details of this event (event date, patient information, patient status, etc.) Are unknown.

Manufacturer narrative:
It was reported the pn 358-2716 screw broke during insertion. The device was not received for evaluation. Review of the device history record (DHR) could not be performed as device lot number is unknown. A review of the complaint database for the 358-27xx part family revealed two (2) complaints in a two-year period, one of which is the complaint in this report. Screw breakage during insertion could result from causes including but not limited to inadequate design, use error- excessive or off axis torque, use error- improper drill size selected, or use error- not drilling all cortices where screw placed. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.